Manufacturer narrative:
An event regarding periprosthetic fracture involving a secur-fit max stem was reported. The event was not confirmed. The device was not returned. Medical records not provided for review. Review indicates the device was manufactured and accepted into final stock with no reported discrepancies. Review indicates there have been no similar events for the reported lot ID. No further investigation for this event is possible at this time as no devices and / or insufficient information was received by stryker orthopaedics.

Event description:
Doctor believes that patient has had a fracture around the stem which has caused the stem to subside. Will replace the liner if he can.

Manufacturer narrative:
An evaluation of the device cannot be performed as the device was not returned to the manufacturer due to hospital policy. Additional information (including x-rays and medical records) has been requested, but not made available. Should additional information become available, it will be reported in a supplemental report upon completion of the investigation. Device not returned to the manufacturer.

Event description:
Doctor believes that patient has had a fracture around the stem which has caused the stem to subside. Will replace the liner if he can.